Event description:
During a laparascopic cholecystostomy with intraoperative cholangiogram (ioc), the distal black markings of the catheter came off. When the physician removed the catheter it wa observed that the markings were missing, no adverse consequences to the patient were noted.